Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that before surgery an ophthalmic surgical console presented with no ultrasound with a system message. Procedure was completed by using another console.

Manufacturer narrative:
Additional information has been provided in sections d.9, h.3, h.6 and h.10. The company service representative examined the system and confirmed the reported event in the system event log. However, the company service representative was unable to replicate the issue while on-site. Unrelated to the reported event, the company service representative replaced the xenon lamp due to exceeding rated life. The system was then tested and met all product specifications. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The system was found to have no problem. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).